Event description:
Follow-up was conducted and from the information that was obtained it was reported that after the patient¿s call to patient services the patient was seen by their physician and the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 409252 implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
The patient called to report that they were having headaches, their blood pressure is going up and down, and sometimes it feels like a current around their device. It was noted that the patient was concerned it was from a metal scanner they walked through in (B)(6). The device remains in use. No patient complications have been reported as a result of this event.